Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic upon receiving a patient notifier alert due to backup vvi operation noted on the implantable cardioverter defibrillator. A device software download was performed successfully. No further information was reported.